Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent sterilization. Several weeks after the implantation, at the required hsg (hysterosalpingogram) confirmation test, it was discovered that one of the coils failed to occlude her tube. After the procedure, the plaintiff began to develop severe pelvic pains. These pains had a debilitation impact on her personal and social life. On (B)(6) 2011, she visited a medical facility seeking relief from this pain. During this visit, it was discovered that one of her coils perforated the fallopian tube and required removal. On (B)(6) 2011, she had the coil removed. Additional information (quality-safety evaluation of ptc) was received on 28-jun-2016: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was discovered that one of the coils perforated the fallopian tube and then, one year after implantation, she had the coil removed. Fallopian tube perforation is a potential complication of essure use. It occurs mostly during difficult insertions or over time via false passage. In this case, the exact mechanism of this perforation was not known. However, considering its nature, causal relationship between reported events and essure use cannot be excluded and therefore, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her coils perforated the fallopian tube and required removal/ outside the fallopian tube"), uterine perforation ("perforation (uterus)"), endometrial ablation ("ablation") and systemic lupus erythematosus ("lupus disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concomitant products included buprenorphine hydrochloride (subutex) since 2010, ibuprofen since 2010 and tramadol since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/ migration"), pelvic pain ("severe pelvic pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea cramping"), migraine ("migraines I headaches"), headache ("migraines I headaches"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdomen pain"), systemic lupus erythematosus (seriousness criterion medically significant) and abdominal pain lower ("cramping") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic falope ring application, omental adhesion and uterus). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, endometrial ablation, device expulsion, tooth disorder, migraine, headache, menorrhagia, vaginal haemorrhage, abdominal pain and systemic lupus erythematosus outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, endometrial ablation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: one coil failed to occlude the tube. Diagnostic results: in 2010, patient underwent essure confirmation test, dye test. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Event cramping added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her coils perforated the fallopian tube and required removal"), uterine perforation ("perforation (uterus)") and endometrial ablation ("ablation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concomitant products included buprenorphine hydrochloride (subutex) since 2010, ibuprofen since 2010 and tramadol since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea cramping"), migraine ("migraines I headaches") and headache ("migraines I headaches"). The patient was treated with surgery, surgery and surgery. Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, endometrial ablation, device expulsion, pelvic pain, tooth disorder, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, endometrial ablation, fallopian tube perforation, headache, migraine, pelvic pain, tooth disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one coil failed to occlude the tube in 2010, patient underwent essure confirmation test, dye test. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no updated, concomitant drug and disease, new events tooth disorder, dysmenorrhea, migraine, headache, device expulsion and uterine perforation added. This case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was discovered that one of the coils perforated the fallopian tube and then, one year after implantation, she had the coil removed. Fallopian tube perforation is a potential complication of essure use. It occurs mostly during difficult insertions or over time via false passage. In this case, the exact mechanism of this perforation was not known. However, considering its nature, causal relationship between reported events and essure use cannot be excluded and therefore, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her coils perforated the fallopian tube and required removal/ outside the fallopian tube"), uterine perforation ("perforation (uterus); outside of fallopian"), menorrhagia ("abnormal bleeding(menorrhagia)") and systemic lupus erythematosus ("lupus disease") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. * in 2010, patient underwent essure confirmation test, dye test. Concomitant products included buprenorphine hydrochloride (subutex) since 2010, ibuprofen since 2010 and tramadol since 2010. On (B)(6)2010, the patient had essure inserted. In november 2010, the patient experienced tooth fracture ("dental problems/teeth started breaking/getting weak"). On (B)(6)2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus/ migration"), pelvic pain ("severe pelvic pain"), migraine ("migraines I headaches"), headache ("migraines I headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6)2015 underwent ablation, surgical removal of coil(s) - laparoscopic and surgical removal of coil(s) - laparoscopic falope ring application, omental adhesion and uterus). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, systemic lupus erythematosus, device expulsion, headache and abdominal pain outcome was unknown, the uterine perforation, menorrhagia, tooth fracture, dysmenorrhoea, migraine, vaginal haemorrhage and abdominal pain lower had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2011: results: one coil failed to occlude the tube. Malposition of essure device, perforation (fallopian tube),one tube is still not blocked and essure migrated.. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- outcome of previously reported events-"dysmenorrhea cramping, perforation (uterus); outside of fallopian, migraines, headaches abnormal bleeding(menorrhagia), abnormal bleeding(vaginal), dental problems/teeth started breaking/getting weak " was updated to "recovered / resolved". Previously reported event "ablation" was deleted and marked as non-drug treatment for event menorrhagia. Inicdent no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her coils perforated the fallopian tube and required removal/ outside the fallopian tube"), uterine perforation ("perforation (uterus); outside of fallopian"), endometrial ablation ("ablation") and systemic lupus erythematosus ("lupus disease") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. * in 2010, patient underwent essure confirmation test, dye test. Concomitant products included buprenorphine hydrochloride (subutex) since 2010, ibuprofen since 2010 and tramadol since 2010. In 2010, the patient experienced tooth fracture ("dental problems/teeth started breaking/getting weak"), migraine ("migraines I headaches") and headache ("migraines I headaches"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), 5 years after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus/ migration"), pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)", vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic and surgical removal of coil(s) - laparoscopic falope ring application, omental adhesion and uterus). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, endometrial ablation, systemic lupus erythematosus, device expulsion, tooth fracture, migraine, headache, menorrhagia, vaginal haemorrhage and abdominal pain outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, endometrial ablation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: one coil failed to occlude the tube. Malposition of essure device, perforation (fallopian tube). One tube is still not blocked and essure migrated. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received. Lab data updated. Event cramping outcome updated. Event dental problems updated to teeth started breaking. On 6-mar-2019: plaintiff fact sheet received: product tab updated incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her coils perforated the fallopian tube and required removal/ outside the fallopian tube"), uterine perforation ("perforation (uterus)"), endometrial ablation ("ablation") and systemic lupus erythematosus ("lupus disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concomitant products included buprenorphine hydrochloride (subutex) since 2010, ibuprofen since 2010 and tramadol since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea cramping"), migraine ("migraines I headaches"), headache ("migraines I headaches"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdomen pain") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic falope ring application, omental adhesion and uterus). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, endometrial ablation, device expulsion, tooth disorder, migraine, headache, menorrhagia, vaginal haemorrhage, abdominal pain and systemic lupus erythematosus outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, endometrial ablation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: one coil failed to occlude the tube. In 2010, patient underwent essure confirmation test, dye test. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received- new event abnormal bleeding(menorrhagia), abnormal bleeding(vaginal), abdomen pain, lupus disease. Patient's height added. Outcome of pelvic pain, dysmenorrhoea updated to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.